Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. There was no pericardial effusion noted at baseline and multiple sweeps were performed during the procedure to confirm no pericardial effusion occurred. A 27mm watchman flx closure device was successfully implanted. Hours after the procedure, at the end of the day, the physician came back to check on the patient and noticed that they were looking pale and had lower blood pressure. A transthoracic echocardiogram (tte) was performed and a small effusion was noted. The decision was made to perform a pericardiocentesis and drain the fluid. The patient fully recovered and was discharged from the hospital.